Event description:
A malfunction on the pump was reported by the caller. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection was delivered to address the elevated bg level, and there was no need for third-party assistance. The pump's screen initially appeared dark and unresponsive, but after being instructed to connect it to a power source, it turned on, although a malfunction code was displayed. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.